Event description:
It was reported that for an asymptomatic patient, one day post-implant, a sudden drop in pacing lead impedance and sensing were noted. Multiple episodes of non-sustained ventricular oversensing were also observed. The lead was examined via fluoroscopy and dislodgement was seen. The lead was repositioned. The patient will be followed up normally.

Manufacturer narrative:
(B)(4).